Manufacturer narrative:
Vigilance report states that hospital had 3 thermoflators at the site., but the hospital could not identify which unit they thought had malfunctioned. So all 3 were replaced and units returned for testing. Here is the MFR's eval: three devices (sn: (B)(4) were sent to karl storz for investigation; all three thermoflators were tested and worked well without any malfunction. All safety functions for measuring and regulation of gas pressure are fully functional within the specified tolerances. The devices were manufactured in the years of 2002, 2004 and 2006 and were without malfunction in all the years of usage. There is no detectable connection between the adverse events regarding emphysemas and our devices. Assessment based on the technical investigation. Device manufacture dates: 2002, 2004 and 2006.

Event description:
(B)(4).